Manufacturer narrative:
Evaluation: method: device was not returned. Additional manufacturer narrative: several attempts were made to retrieve more information from customer. Although the customer reported to the sales representative that there were no quality issues with the device, without additional information regarding the patient, device, procedure information and cause of death, the root cause of the reported explant is not determined.

Manufacturer narrative:
Remove data reported in initial MDR. The device history record review could not be performed because the serial number is unknown. At this time, there is no patient and device information. There are no product returns and the patient cause of death is unknown. Several attempts were made to obtain more information, however, no additional information has been provided. There is insufficient information to determine root cause of the reported explant of the edwards devices. Although, it was further reported that the surgeon did not blame the devices.

Event description:
Per report, during a port access procedure the surgeon implanted an edwards annuloplasty ring and his initial repair did not meet his expectations. He explanted the ring and implanted an edwards valve. The valve was subsequently explanted and a mechanical valve was implanted. The patient subsequently expired. Although the cause of death is unknown at this time, according to the report, the surgeon stated that there were no quality issues with the edwards devices.